Manufacturer narrative:
Device evaluated by MFR: not available for return.

Event description:
It was reported by the physician to the sales rep that a few days after a kyphoplasty procedure was successfully completed that the patient returned complaining of shortness of breath. Upon imaging it was observed that cement had extravasated to the heart. Open heart surgery was performed to remove the cement. A majority of the cement was successfully removed except for one piece that was left behind. After further follow up, it was reported that the patient requested a second surgery to remove the piece of cement that was left behind and that during that second surgery, the piece of cement migrated to the lungs and was not removed. The patient was discharged from the hospital at that time. It was further reported that the patient returned to the hospital complaining of shortness of breath. At the time of this report, the patient was reported to be admitted at the hospital. Upon additional follow up with the rep, the rep was informed that the patient has a history of breast cancer.